Manufacturer narrative:
Company representative evaluated the system and identified an issue with the system's wireless transceiver. The repeater was repaired and problem was resolved.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.